Event description:
It was reported that the battery case was broken. The event occurred during cleaning and testing. There was no patient involvement. The device evaluation found a degraded downstream occlusion seal.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a degraded downstream occlusion seal, and a worn upstream occlusion seal. The downstream occlusion sensor was replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.